Manufacturer narrative:
The reagent lot number is 802253. The expiration date was not provided. The calibration and qc were acceptable. A general reagent issue was excluded. The field service representative completed preventative maintenance and replaced the measuring cell. He performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 stat results for 1 patient sample on a cobas 6000 e601 module. The initial result was <6 ng/l with a data flag. The result failed a delta check, but the result was reported outside the laboratory. Due to the failed delta check, the sample was repeated on another module and the result was 352 ng/l. The repeated result was believed to be correct.